Event description:
Reference number: (B)(4). Event occurred in germany. It was reported that the patient faced events of leakage between the cannula and the infusion tube at the click connection on two occasions. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4), device 2 of 2.